Manufacturer narrative:
(B)(4). The customer later contacted physio-control to confirm that they had replaced the main keypad assembly which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that both the on and charge buttons located on the main keypad assembly would only work intermittently. There was no patient use associated with the reported event.